Event description:
In late 2008, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately erratic when performing consecutive blood glucose tests. The medical affairs specialist (mas) spoke with the patient on december 11, 2008 and obtained the following information. The patient reported that at approximately 10:00pm on the day prior to original date, he obtained blood glucose readings of "197 and 270 mg/dl" with the subject meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl. As a result of the issue, the patient stated that he administered 10 units of regular insulin based on the "270 mg/dl" reading. Approximately 1 1/2 - 2 hours after taking the insulin, the patient claimed he developed symptoms of sweaty and shakiness, which he recognized as a low blood sugar. In response to the symptoms, the patient reported that he treated self with food and/or drink. At the time of troubleshooting, the cca confirmed that the patient was using the correct testing technique; however, the cca noted that the patient had not cleaned the puncture area properly. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.